Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 28-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on (B)(6) 2011. On (B)(6) 2016, plaintiff had surgery to remove essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had a surgery to remove essure (fallopian tube occlusion insert). Device removal is listed according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment and considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 11-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had a surgery to remove essure (fallopian tube occlusion insert). Device removal is listed according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment and considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: cornual perforation"), device dislocation ("migration of essure device"), device breakage ("device breakage/several coils had perforated my tubes"), fallopian tube perforation ("perforation (fallopian tube)/several coils had perforated my tubes"), pelvic infection ("pelvic infection"), perforation ("perforation(other)"), suicidal ideation ("suicidal"), urinary tract infection bacterial ("uti bacterial") and constipation ("constipation") in a 29-year-old female patient who had essure (batch no. 838671 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didi not undergo essure confirmation test". The patient's past medical history included uterine dilation and curettage, bronchitis asthmatic and insomnia. Concurrent conditions included female condom, anxiety, depression, bipolar disorder, post-traumatic stress disorder, headache, back pain, heartburn, cholecystitis, pelvic pain, abdominal pain, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included aciclovir (acyclovir [aciclovir]), aripiprazole (abilify), citalopram, clonazepam, cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), famotidine (pepcid ac), lithium, lorazepam, medroxyprogesterone acetate (depo-provera), omeprazole (prilosec) and prazosin. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced dental caries ("decaying teeth") and tooth fracture ("breaking teeth"). On (B)(6) 2016, 4 years 6 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), urinary tract infection bacterial (seriousness criterion medically significant), constipation (seriousness criterion hospitalization), complication of device removal ("device removal complication/surgery took longer than expected"), urinary tract infection ("urinary tract infections/recurrent urinary tract infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloated"), alopecia ("hair loss"), back pain ("back pain"), arthralgia ("knee pain") and mental disorder ("injury/disability: mental"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, fallopian tube perforation, pelvic infection, perforation, suicidal ideation, urinary tract infection bacterial, constipation, complication of device removal, dyspareunia, nausea, urinary tract infection, menorrhagia, depression, anxiety, psoriasis, migraine, headache, dental caries, weight increased, abdominal distension, alopecia, back pain, arthralgia, tooth fracture and mental disorder outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, complication of device removal, constipation, dental caries, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, headache, menorrhagia, mental disorder, migraine, nausea, pelvic infection, perforation, psoriasis, suicidal ideation, tooth fracture, urinary tract infection, urinary tract infection bacterial, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: total laparoscopic hysterectomy and bilateral salpingectomy procedure performed without difficulty and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: cornual perforation"), device dislocation ("migration of essure device") and pelvic infection ("pelvic infection") in a 29-year-old female patient who had essure (batch no. 838671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didi not undergo essure confirmation test". The patient's past medical history included uterine dilation and curettage, bronchitis asthmatic and insomnia. Concurrent conditions included condom, anxiety, depression, bipolar disorder, post-traumatic stress disorder, headache, back pain, heartburn and cholecystitis. Concomitant products included aciclovir (acyclovir [aciclovir]), aripiprazole (abilify), citalopram, clonazepam, cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), famotidine (pepcid ac), lithium, lorazepam, medroxyprogesterone acetate (depo-provera), omeprazole (prilosec) and prazosin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 6 months after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), urinary tract infection ("urinary tract infections") and constipation ("constipation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pelvic infection, nausea, dyspareunia, urinary tract infection and constipation outcome was unknown. The reporter considered constipation, device dislocation, dyspareunia, nausea, pelvic infection, urinary tract infection and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter, patient concomitant condition, concomitant drug, and lot number were received. The events medical device removal replaced with events: uterine perforation, device dislocation, pelvic infection, nausea, dyspareunia, urinary tract infection, constipation, device monitoring procedure not performed. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: cornual perforation"), device dislocation ("migration of essure device"), device breakage ("device breakage/several coils had perforated my tubes"), fallopian tube perforation ("perforation (fallopian tube)/several coils had perforated my tubes"), pelvic infection ("pelvic infection"), perforation ("perforation(other)"), suicidal ideation ("suicidal"), urinary tract infection bacterial ("uti bacterial") and constipation ("constipation") in a 29-year-old female patient who had essure (batch no. 838671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didi not undergo essure confirmation test". The patient's past medical history included uterine dilation and curettage, bronchitis asthmatic and insomnia. Concurrent conditions included female condom, anxiety, depression, bipolar disorder, post-traumatic stress disorder, headache, back pain, heartburn and cholecystitis. Concomitant products included aciclovir (acyclovir [aciclovir]), aripiprazole (abilify), citalopram, clonazepam, cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), famotidine (pepcid ac), lithium, lorazepam, medroxyprogesterone acetate (depo-provera), omeprazole (prilosec) and prazosin. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and nausea ("nausea"). In 2013, the patient experienced dental caries ("decaying teeth") and tooth fracture ("breaking teeth"). On (B)(6) 2016, 4 years 6 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), urinary tract infection bacterial (seriousness criterion medically significant), constipation (seriousness criterion hospitalization), complication of device removal ("device removal complication/surgery took longer than expected"), urinary tract infection ("urinary tract infections/recurrent urinary tract infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloated"), alopecia ("hair loss"), back pain ("back pain"), arthralgia ("knee pain") and mental disorder ("injury/disability: mental"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, fallopian tube perforation, pelvic infection, perforation, suicidal ideation, urinary tract infection bacterial, constipation, complication of device removal, dyspareunia, nausea, urinary tract infection, vaginal haemorrhage, menorrhagia, depression, anxiety, psoriasis, migraine, headache, dental caries, weight increased, abdominal distension, alopecia, back pain, arthralgia, tooth fracture and mental disorder outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, complication of device removal, constipation, dental caries, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, headache, menorrhagia, mental disorder, migraine, nausea, pelvic infection, perforation, psoriasis, suicidal ideation, tooth fracture, urinary tract infection, urinary tract infection bacterial, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. Lab data added . New events, device breakage, perforation (fallopian tube), perforation (other), device removal complication, vaginal haemorrhage, menorrhagia, depression, anxiety, suicidal ideation, psoriasis, migraines, headaches, , weight gain, abdominal distention, hair loss, back pain, uti bacterial ,knee pain, dental caries, tooth fracture, mental disorder added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation(other)"), uterine perforation ("perforation: cornual perforation"), device breakage ("device breakage/several coils had perforated my tubes"), device dislocation ("migration of essure device"), fallopian tube perforation ("perforation (fallopian tube)/several coils had perforated my tubes"), pelvic infection ("pelvic infection"), suicidal ideation ("suicidal"), urinary tract infection bacterial ("uti bacterial") and constipation ("gastrointestinal or digestive system condition type :constipation") in a 29-year-old female patient who had essure (batch no. 838671 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didi not undergo essure confirmation test". The patient's past medical history included uterine dilation and curettage, bronchitis asthmatic and insomnia. Concurrent conditions included female condom, anxiety, depression, bipolar disorder, post-traumatic stress disorder, headache, back pain, heartburn, cholecystitis, pelvic pain, abdominal pain, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included aciclovir (acyclovir [aciclovir]), aripiprazole (abilify), citalopram, clonazepam, cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), famotidine (pepcid ac), lithium, lorazepam, medroxyprogesterone acetate (depo-provera), omeprazole (prilosec), paracetamol (acetaminophen) and prazosin. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), nausea ("nausea"), depression ("psychological or psychiatric problems condition :depression") and weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced constipation (seriousness criterion hospitalization) and gastrointestinal inflammation ("inflamed large intestine"). In (B)(6) 2012, the patient experienced back pain ("back pain") and arthralgia ("knee pain"). In may 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dental caries ("decaying teeth") and tooth fracture ("breaking teeth"). On (B)(6) 2016, 4 years 6 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), urinary tract infection bacterial (seriousness criterion medically significant), complication of device removal ("device removal complication/surgery took longer than expected"), urinary tract infection ("urinary tract infections/recurrent urinary tract infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloated"), mental disorder ("injury/disability: mental") and post-traumatic stress disorder ("psychological or psychiatric problems -condition: ptsd"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) .essure was removed on (B)(6) 2016. At the time of the report, the perforation, uterine perforation, device breakage, device dislocation, fallopian tube perforation, pelvic infection, suicidal ideation, urinary tract infection bacterial, constipation, complication of device removal, dyspareunia, nausea, urinary tract infection, menorrhagia, depression, anxiety, psoriasis, migraine, headache, dental caries, weight increased, abdominal distension, alopecia, back pain, arthralgia, tooth fracture, mental disorder and gastrointestinal inflammation outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, complication of device removal, constipation, dental caries, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, gastrointestinal inflammation, headache, menorrhagia, mental disorder, migraine, nausea, pelvic infection, perforation, post-traumatic stress disorder, psoriasis, suicidal ideation, tooth fracture, urinary tract infection, urinary tract infection bacterial, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: total laparoscopic hysterectomy and bilateral salpingectomy procedure performed without difficulty and patient tolerated the procedure well. Discrepancy in insertion date: (B)(6) 2016 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: total bilateral occlusion essure confirmation test(s) conducted: (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received. Concomitant condition added. New events added: inflamed large intestine and ptsd. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation(other)"), uterine perforation ("perforation: cornual perforation"), device breakage ("device breakage/several coils had perforated my tubes"), device dislocation ("migration of essure device"), fallopian tube perforation ("perforation (fallopian tube)/several coils had perforated my tubes"), pelvic infection ("pelvic infection"), suicidal ideation ("suicidal"), urinary tract infection bacterial ("uti bacterial") and constipation ("gastrointestinal or digestive system condition type :constipation") in a 29-year-old female patient who had essure (batch no. 838671 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didi not undergo essure confirmation test". The patient's past medical history included uterine dilation and curettage, bronchitis asthmatic and insomnia. Concurrent conditions included female condom, anxiety, depression, bipolar disorder, post-traumatic stress disorder, headache, back pain, heartburn, cholecystitis, pelvic pain, abdominal pain, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included aciclovir (acyclovir [aciclovir]), aripiprazole (abilify), citalopram, clonazepam, cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), famotidine (pepcid ac), lithium, lorazepam, medroxyprogesterone acetate (depo-provera), omeprazole (prilosec), paracetamol (acetaminophen) and prazosin. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), nausea ("nausea"), depression ("psychological or psychiatric problems condition :depression") and weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced constipation (seriousness criterion hospitalization) and gastrointestinal inflammation ("inflamed large intestine"). In (B)(6) 2012, the patient experienced back pain ("back pain") and arthralgia ("knee pain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dental caries ("decaying teeth") and tooth fracture ("breaking teeth"). On (B)(6) 2016, 4 years 6 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), urinary tract infection bacterial (seriousness criterion medically significant), complication of device removal ("device removal complication/surgery took longer than expected"), urinary tract infection ("urinary tract infections/recurrent urinary tract infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloated"), mental disorder ("injury/disability: mental") and post-traumatic stress disorder ("psychological or psychiatric problems -condition: ptsd"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, uterine perforation, device breakage, device dislocation, fallopian tube perforation, pelvic infection, suicidal ideation, urinary tract infection bacterial, constipation, complication of device removal, dyspareunia, nausea, urinary tract infection, menorrhagia, depression, anxiety, psoriasis, migraine, headache, dental caries, abdominal distension, back pain, arthralgia, tooth fracture, mental disorder, gastrointestinal inflammation and post-traumatic stress disorder outcome was unknown and the vaginal haemorrhage, weight increased and alopecia had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, complication of device removal, constipation, dental caries, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, gastrointestinal inflammation, headache, menorrhagia, mental disorder, migraine, nausea, pelvic infection, perforation, post-traumatic stress disorder, psoriasis, suicidal ideation, tooth fracture, urinary tract infection, urinary tract infection bacterial, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: total laparoscopic hysterectomy and bilateral salpingectomy procedure performed without difficulty and patient tolerated the procedure well. Discrepancy in insertion date: (B)(6) 2016 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Essure confirmation test(s) conducted: (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received: event outcome updated from unknown to recovered / resolved for events hair loss and weight gain. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation(other)'), uterine perforation ('perforation: cornual perforation'), device breakage ('device breakage/several coils had perforated my tubes'), device dislocation ('migration of essure device'), fallopian tube perforation ('perforation (fallopian tube)/several coils had perforated my tubes/ left coils were al tangeled and poking out of fallopian tube'), pelvic infection ('pelvic infection'), suicidal ideation ('suicidal'), urinary tract infection bacterial ('uti bacterial'), constipation ('gastrointestinal or digestive system condition type :constipation') and cholelithiasis ('gall stones/ gallbladder disease') in a 29-year-old female patient who had essure (batch no. 838671 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didi not undergo essure confirmation test". The patient's medical history included uterine dilation and curettage, bronchitis asthmatic and insomnia. Concurrent conditions included female condom, anxiety, depression, bipolar disorder, post-traumatic stress disorder, headache, back pain, heartburn, cholecystitis, pelvic pain, abdominal pain, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included aciclovir (acyclovir), aripiprazole (abilify), citalopram, clonazepam, diphenhydramine hydrochloride, famotidine (pepcid ac), lithium, lorazepam, medroxyprogesterone acetate (depo-provera), omeprazole (prilosec), paracetamol (acetaminophen) and prazosin. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 1671 days after insertion of essure. In 2011, the patient experienced urinary tract infection bacterial (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), nausea ("nausea"), depression ("psychological or psychiatric problems condition :depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced constipation (seriousness criterion hospitalization) and gastrointestinal inflammation ("inflamed large intestine"). In (B)(6) 2012, the patient experienced back pain ("back pain") and arthralgia ("knee pain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss, my hair so thin almost bald coming"). In 2013, the patient experienced dental caries ("decaying teeth") and tooth fracture ("breaking teeth"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), complication of device removal ("device removal complication/surgery took longer than expected"), urinary tract infection ("urinary tract infections/recurrent urinary tract infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloated"), mental disorder ("injury/disability: mental"), post-traumatic stress disorder ("psychological or psychiatric problems -condition: ptsd"), vulvovaginal mycotic infection ("vaginal yeast infection"), pelvic pain ("pelvic pain"), pruritus ("itches"), acne ("acne"), ovarian cyst ("ovarian cyst"), cholelithiasis (seriousness criterion medically significant) and ligament sprain ("lumbar sprain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and to remove gallbladder). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, uterine perforation, device breakage, device dislocation, fallopian tube perforation, pelvic infection, suicidal ideation, urinary tract infection bacterial, constipation, complication of device removal, dyspareunia, nausea, urinary tract infection, menorrhagia, depression, anxiety, psoriasis, migraine, headache, dental caries, abdominal distension, back pain, arthralgia, tooth fracture, mental disorder, gastrointestinal inflammation, post-traumatic stress disorder, vulvovaginal mycotic infection, pelvic pain, pruritus, ovarian cyst, cholelithiasis and ligament sprain outcome was unknown, the vaginal haemorrhage, weight increased and alopecia had resolved and the acne was resolving. The reporter considered abdominal distension, acne, alopecia, anxiety, arthralgia, back pain, cholelithiasis, complication of device removal, constipation, dental caries, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, gastrointestinal inflammation, headache, ligament sprain, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pelvic infection, pelvic pain, perforation, post-traumatic stress disorder, pruritus, psoriasis, suicidal ideation, tooth fracture, urinary tract infection, urinary tract infection bacterial, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: total laparoscopic hysterectomy and bilateral salpingectomy procedure performed without difficulty and patient tolerated the procedure well. Discrepancy in insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2014: 1. Nonspecific mildly thickened short segment of distal ileum. Considerations include nonspecific inflammatory process. Additional considerations such as crohn's disease is not entirely excluded in right clinical setting. Negative for adjacent inflammation, free fluid, free air or pneumatosis. 2. Normal appendix. No evidence of bowel obstruction. Computerised tomogram pelvis: on (B)(6) 2014: 1. Nonspecific mildly thickened short segment of distal ileum. Considerations include nonspecific inflammatory process. Additional considerations such as crohn's disease is not entirely excluded in right clinical setting. Negative for adjacent inflammation, free fluid, free air or pneumatosis. 2. Normal appendix. No evidence of bowel obstruction. Hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: essure confirmation test(s) conducted: (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : uterine perforation, device dislocation, device breakage. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:vulvovaginal mycotic infection, pelvic pain, pruritus, acne, ovarian cyst, cholelithiasis, ligament sprain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received: new events " yeast infection, pelvic pain, itches, acne, ovarian cyst, gallstones, ligament sprain" were added. On 2-oct-2019: follow up 11 and follow up 12 incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation(other)'), uterine perforation ('perforation: cornual perforation'), device breakage ('device breakage/several coils had perforated my tubes'), device dislocation ('migration of essure device'), fallopian tube perforation ('perforation (fallopian tube)/several coils had perforated my tubes/ left coils were al tangeled and poking out of fallopian tube'), pelvic infection ('pelvic infection'), suicidal ideation ('suicidal'), urinary tract infection bacterial ('uti bacterial'), constipation ('gastrointestinal or digestive system condition type :constipation') and cholelithiasis ('gall stones/ gallbladder disease') in a 29-year-old female patient who had essure (batch no. 838671 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didi not undergo essure confirmation test". The patient's medical history included uterine dilation and curettage, bronchitis asthmatic and insomnia. Essure confirmation test(s) conducted: (B)(6) 2013. Concurrent conditions included female condom, anxiety, depression, bipolar disorder, post-traumatic stress disorder, headache, back pain, heartburn, cholecystitis, pelvic pain, abdominal pain, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included aciclovir (acyclovir), aripiprazole (abilify), citalopram, clonazepam, diphenhydramine hydrochloride, famotidine (pepcid ac), lithium, lorazepam, medroxyprogesterone acetate (depo-provera), omeprazole (prilosec), paracetamol (acetaminophen) and prazosin. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 1671 days after insertion of essure. In 2011, the patient experienced urinary tract infection bacterial (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), nausea ("nausea"), depression ("psychological or psychiatric problems condition :depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced constipation (seriousness criterion hospitalization) and gastrointestinal inflammation ("inflamed large intestine"). In (B)(6) 2012, the patient experienced back pain ("back pain") and arthralgia ("knee pain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss, my hair so thin almost bald coming"). In 2013, the patient experienced dental caries ("decaying teeth") and tooth fracture ("breaking teeth"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), complication of device removal ("device removal complication/surgery took longer than expected"), urinary tract infection ("urinary tract infections/recurrent urinary tract infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloated"), mental disorder ("injury/disability: mental"), post-traumatic stress disorder ("psychological or psychiatric problems -condition: ptsd"), vulvovaginal mycotic infection ("vaginal yeast infection"), pelvic pain ("pelvic pain"), pruritus ("itches"), acne ("acne"), ovarian cyst ("ovarian cyst"), cholelithiasis (seriousness criterion medically significant), ligament sprain ("lumbar sprain"), flatulence ("gas") and sciatica ("sciatica"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and to remove gallbladder). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, uterine perforation, device breakage, device dislocation, fallopian tube perforation, pelvic infection, suicidal ideation, urinary tract infection bacterial, constipation, complication of device removal, dyspareunia, nausea, urinary tract infection, menorrhagia, depression, anxiety, psoriasis, migraine, headache, dental caries, abdominal distension, back pain, arthralgia, tooth fracture, mental disorder, gastrointestinal inflammation, post-traumatic stress disorder, vulvovaginal mycotic infection, pelvic pain, pruritus, ovarian cyst, cholelithiasis, ligament sprain and flatulence outcome was unknown, the vaginal haemorrhage, weight increased and alopecia had resolved and the acne was resolving. The reporter considered abdominal distension, acne, alopecia, anxiety, arthralgia, back pain, cholelithiasis, complication of device removal, constipation, dental caries, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, flatulence, gastrointestinal inflammation, headache, ligament sprain, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pelvic infection, pelvic pain, perforation, post-traumatic stress disorder, pruritus, psoriasis, sciatica, suicidal ideation, tooth fracture, urinary tract infection, urinary tract infection bacterial, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: total laparoscopic hysterectomy and bilateral salpingectomy procedure performed without difficulty and patient tolerated the procedure well. Discrepancy in insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2014: 1. Nonspecific mildly thickened short segment of distal ileum. Considerations include nonspecific inflammatory process. Additional considerations such as crohn's disease is not entirely excluded in right clinical setting. Negative for adjacent inflammation, free fluid, free air or pneumatosis. 2. Normal appendix. No evidence of bowel obstruction. Computerised tomogram pelvis: on (B)(6) 2014: 1. Nonspecific mildly thickened short segment of distal ileum. Considerations include nonspecific inflammatory process. Additional considerations such as crohn's disease is not entirely excluded in right clinical setting. Negative for adjacent inflammation, free fluid, free air or pneumatosis. 2. Normal appendix. No evidence of bowel obstruction. Hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : uterine perforation, device dislocation, device breakage. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:vulvovaginal mycotic infection, pelvic pain, pruritus, acne, ovarian cyst, cholelithiasis, ligament sprain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: events: gas, sciatica were added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.